Event description:
Patient (user) stated that she had a routine uti concurrent with catheter usage. She did not know the cause and had suffered no injury. She stated she took an antibiotic and is fine now.